Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8 mm maryland bipolar forceps instrument exhibited damage to insulation. No fragment fell into the patient. The procedure was completed but the patient outcome was not provided. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the staff found damaged insulation after decontamination. The issue was identified after the procedure on (B)(6) 2025. There were no signs of thermal damage, and no arcing was observed during the procedure. There was no injury to the patient as a result of the event. No images or video recording is available for review.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conduct wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. Visual inspection revealed no signs of missing parts. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
Refer to h11 for follow-up information.